Event description:
Complaint notes: rep initially called about optival questioned which we discussed. He noted also that the device is programmed to vvi b/c the atrial lead is not functioning appropriately and has some oversensing. Discussed p-r logic and how it works and discussed programming off the atrial discriminators to allow only wavelet to withhold if appropriate. (B)(6) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).